Manufacturer narrative:
Physio-control evaluated the device and did not observe a failure of the device to power on. Physio did however observe two electrically leaky filters, designators fl9 and fl10 from the analog pcb assembly which caused the internal hlc batteries to deplete. These leaky filters can cause the device to fail to power on. The customer received a replacement device.

Event description:
The customer reported that their device was displaying its service indicator and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): a contracted third party service agent verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.